Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 549 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was hyperglycemia. Customer was told not to wear the pump and to use pens. Customer had removed the pump that day of hospitalization.